Event description:
Additional information received on march 28, 2017 indicated that the complaint was not reportable. The patient's dissatisfaction was due to "couldn't conceal device adequately." The device was reported to have been operating as intended and no patient injury resulted in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction. It was noted "patient was unhappy (dissatisfaction) with his spectra implant." No additional patient complications were reported in relation to this event.